Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and meshes were implanted on (B)(6) 2006 along with concurrent tvh due to pop and sui. It was reported that following insertion the patient experienced pelvic pain, continuous infections, fever, nausea, painful urination, heaviness in lower abdomen, headaches, vomiting, sleeplessness, fatigue, back pain, trouble walking and swelling. It was reported that the patient underwent mesh revision ,bard avaulta implant, repair of vaginal muscosa and rectocele repair on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and on (B)(6) 2010 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.